Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that that the patient got infected and had the catheter disconnect. The caller stated they were trying to deactivate the pump because it got infected.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6)implanted: (B)(6)2025product type catheter ubd: 19-jun-2027, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.